Event description:
Pt's father reported a lap-band device that allegedly had a leak. He described that the pt was experiencing abdominal pain and had a surgery to "reattach the lap-band." The device port was removed and replaced with another. The explanted device is not available for return since the device remained in the pt's possession.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint, because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pain is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage and pain as follows: deflation of the band may occur due to leakage from the band, the port or the connector tubing. There were additional occurrences of these events that were considered to be non serious. Another adverse event considered to be related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain.